Event description:
It was reported that "upon insertion, the first implant came out of the body and the implant was sideways on the inserter. It was deformed on the inserter and bent. The second shattered once hammered into implant piece then removed."

Manufacturer narrative:
Additional information has been requested, and if made available, will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering evaluation.